Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after completing all development steps correctly, there was some oozing from the site which required less than one minute of manual compression to resolve. Information provided to abbott vascular indicated that the "nick and spread" was performed at the end of the case as opposed to the start and "the patient had a lot of anti-coagulation on board, which can contribute to a skin ooze." Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.